Manufacturer narrative:
The drill attachment was returned to the manufacturer for an unrelated issue and upon evaluation, an overheating condition was found. Internal components were evaluated and extensive corrosion was discovered throughout the device, including the bearings. The presence of corrosion can lead to increased friction between rotating components, resulting in heat being generated. The drill attachment could not be repaired, and therefore was not returned to the user facility.

Event description:
It was reported that during testing conducted at the manufacturer, the drill attachment heated up. This event did not occur in a surgical environment, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.